Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they had experienced a device malfunction the doctor said that the battery was dead when first implanted in 2017. The cause of the issue was a battery malfunction. When asked what steps were taken to resolve the issue they stated that in on (B)(6) a new implant was placed however they still had the same symptoms of urinary retention and the problem still persisted. This issue had not yet been resolved. They were working with their therapist to regulate the device. They stated that they had had urinary retention prior to the device and that it had not worsened as a result of the device or therapy but it hadn't improved. They stated that catheterization had not been a standard of care prior to the device.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.